Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize the tester.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, hypoglycemia, kidney failure, and liver failure sometime between (B)(6) 2015; however, no specific event dates or blood glucose values were provided. While in the hospital, customer was treated with intravenous glucose and fluids. Customer was released after 4 days. Customer was unable to provide specific details surround the reported event.